Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a sparc on (B)(6) 2010 to treat her stress urinary incontinence and pelvic organ prolapse. Plaintiff¿s attorney alleged plaintiff suffered severe and permanent bodily injuries, significant mental and physical pain and suffering, severe and debilitating injuries. Plaintiff¿s attorney also alleged plaintiff experienced inflammation of pelvic tissues, has undergone operations to locate and remove mesh, operations to repair pelvic organs, tissue, and nerve damage, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.